Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was false detecting atrial tachycardia (at)/ atrial fibrillation (af) due to non-physiologic noise on the atrial channel. The ipg and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) and right atrial (ra) lead were reprogrammed.